Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced a breach in aseptic technique which resulted in peritonitis that was manifested by cloudy effluent, stomach pain and mild fever. The breach in aseptic technique was described as due to "multiple care givers who assisted the patient for therapy and were not properly trained on maintaining aseptic technique". On the same day as the event onset, the patient was hospitalized for event and was treated with cefazoline (250 mg, 14 days from start date, intraperitoneal and four times a day), ceftazidime (250 mg, 14 days from start date, intraperitoneal and four times a day), vancomycin (1g, intraperitoneal and four times a day and duration not reported) and gentamicin (10 mg, intraperitoneal and four times a day and duration not reported) for peritonitis. Five days after the event onset, patient's tenckhoff catheter was removed and the patient was switched to hemodialysis. Ten days after the event onset, the patient was discharged and was recovered from the event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.